Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the coil malfunctioned. However, emboli (foreign, thromboembolic), is a known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During the coil embolization of the left middle cerebral artery aneurysm, the patient suffered from a thrombus. This was successfully resolved with the administration of abciximab (dose unknown). Three days post embolization, the patient's condition improved and the patient was discharged with good recovery. No additional information was available.